Event description:
(B)(4). I am a completely different person since I had the coils put in. I am very moody have no motivation for anything. No interest in sexual intercourse. My periods are super heavy filled with blood clots the size of quarters to golf ball size. I can't loose weight. Constant headaches.